Event description:
It was reported that during reprocessing of the uretero-reno videoscope, stain/dirt was observed coming from the device forceps channel. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause of the reported issue could not be determined, however, the issue was likely due to observed pinholes in the device forceps channel, and as a result, water was introduced into the device during reprocessing. Additionally, during the device evaluation, it was found that the angle mechanism was locked and would not operate. The probable root cause of the issue was the angle mechanism was likely corroded due to holes in the clamp channel, resulting in corrosion and caused the angle lock to occur. The angle lock issue can be detected/prevented by following the device instructions for use which state: operations 3.8 checking combination functions with related equipment caution ¿ if the endoscope's curved section is bent to a large angle, the force required to insert or remove instruments increases. If resistance is high during instrument insertion or removal, gently return the endoscope's curved section to an angle where insertion/removal is possible. Forcing insertion or removal may damage the endoscope and the instrument. ¿ while inserting an instrument into the endoscope's forceps channel, do not open the instrument's tip or allow the tip to protrude from the sheath. Doing so may damage the forceps channel and the instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.